Event description:
An aortic leak was observed and the tissue valve was explanted. The patient was discharged from the hospital nine days post procedure.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The results of this investigation concluded cusp 1 contained a tear, and cusps 2 and 3 were fibrotically thickened. There was fibrous pannus ingrowth on the inflow surface of all cusps, and the outflow surface of cusps 1 and 2. Special stains were negative for organisms, and no inflammation or significant calcifications were present. There was no evidence found to suggest the cause of the fibrin, pannus, and tear were due to an intrinsic defect in the valve, as supported by review of the valve's device history record and the analysis performed. The cause of the fibrin formation, pannus formation, and tear remains unknown.